Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had scope communication error b30. Field service engineer went on site and inspected their electronics and found no signs of hardware and or software damage either. The issue was resolved. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h2, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. A field service engineer assisted customer with equipment/scope issue , and the customer's reportable malfunction was confirmed. Further investigation and troubleshooting was done before during and after procedures as well as when equipment and personnel were available led to a number of findings. Primary light source and processor indicated in the request was not found to be damaged. Once the scopes involved with the errors were quarantined the issues stopped. All processors seem to be functioning at this time with no b30 or e216 errors. Field service engineer took time to review the proper method for clearing the errors from the units when they are experienced so we can prevent false alarms from occurring on functional scopes in the future and spent time explaining the issue in details and providing an understanding of typical scenarios that lead to the type of issues they have been experienced. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.